Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. A sion blue guide wire was returned for investigation. The outer coil of the returned sion blue guide wire was found was elongated for approximately 115mm from the distal mid solder (set at 20mm from the wire tip to fix the outer coil onto the ore wire) and the inner coil was exposed. Microscopic observation on the proximal side of the guide wire found that the core-composing twist wire and core wire were twisted together and fractured at approximately 3mm from the distal end of the exposed inner coil. Each fracture surface of the twist wire and core wire had a relatively flat fracture surface, which could be attributed to localized rotational stress applied. The core wire shaft had striated twisting patterns in the longitudinal direction. On the distal side, the ball tip was remained attached on the very distal end of the elongated outer coil of the sion blue guide wire, suggesting that the outer coil was not fractured. For observation, the outer coil was stretched and unraveled to expose the twist wire and core wire underneath. The exposed twist wire and core wire were found fractured at approximately 2.5mm from the wire tip. Microscopic observation of the fracture segments found relatively flat fracture surfaces, which could be attributed to localized rotational stress applied on both of the twist wire and core wire. Although the twist wire and core wire of the subject sion blue guide wire had been fractured at approximately 2.5mm from the tip, and the outer coil was elongated, it was concluded that the entire guide wire was returned based on the measurement of the twist wire and core wire. Lot history review of the reported sion blue guide wire could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Based on the obtained information and the investigation outcome, it was presumed that rotational stress generated with pushing and pulling guide wire manipulation while the tip segment of the subject sion blue guide wire was caught by the deployed stent. Consequently, the core was fractured. During withdrawal of the guide wire, the outer coil was elongated. Although it was concluded that this event was not attributed to product quality, it was concluded that removal of the device with a microcatheter is considered as an additional treatment and therefore a health hazard. It was also concluded that possibility of fragment left in situ could not be completely eradicated if the same event were to recur. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel. [Malfunction and adverse effects] ~ removal difficulty of guide wire ~ separation of the guide wire.

Event description:
It was reported that an asahi sion blue guide wire was advanced to the obtuse marginal branch (om) during a procedure to treat the mildly calcified and mildly tortuous left circumflex artery (lcx). After an unspecified guide wire was advanced to the proximal lcx and a drug-eluting stent (des) was placed in the segment, the subject sion blue guide wire was trapped between the stent and the vessel wall. During withdrawal attempts by the physician, the guide wire was fractured at approximately 12mm from its tip, while its coil was elongated. An asahi corsair pro xs microatheter was used to successfully remove the wire fragment behind a stent strut. No fragment was left in the patient anatomy. It was informed that the procedure was successfully completed without adverse patient effects due to the reported event. The physician commented "I feel this was not a wire failure. I had placed the wire in a position that no wire had been supposed to due to a risk of this very thing happening."